Manufacturer narrative:
(B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that therapy delivery test failed as the device could not deliver a shock. There was no patient involvement.